Event description:
A healthcare worker experienced unspecified congestion while working in a room where cidex is used for 8 hours. The worker's family also complained they smell "like chemicals" when they returned home from work. This worker is symptom-free on the weekend. A co-worker said they were informed the air exchange in the room was adequate. The room reportedly has a vent in the ceiling and a wall mounted fan. According to the co-worker, the amount of air exchanged was reported as "420 cubic square" per minute.